Event description:
Additional information was received that product analysis on the generator was complete. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Follow up with the physician's office found that the office received a phone call from the patient's parents on (B)(6) 2013, because the patient was in the hospital for seizures. The emergency room doctor recommended calling the physician's office. The patient was in the emergency room again on (B)(6) 2013 for seizures. The physician stated that the vns device needed to be replaced. However, it was not clearly documented why the device needed to be replaced. The patient's device was last interrogated in 2011, so no recent diagnostic results were available. The patient's seizures have returned to normal frequency after the replacement surgery. No additional information was available.

Event description:
It was initially reported that the patient was in the hospital due to an increase in seizures. It is unknown if the increase in seizures is above or below baseline or if they are related to vns. The generator was not at end of service. The patient had a generator replacement and the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.